Event description:
The customer alleged that the unit exhibited an e01 error (reservoir tank too full). The customer's biomedical engineer stated that there was a cidex opa leak outside the unit. There were no reports of injuries. The biomedical engineer reported that to resolve the issue, the customer flushes all the fluid when it is time for a fluid change, which makes the unit run fine. The biomedical engineer has not heard any additional reports of e01 errors and any disinfectant leak. However, he is still advising his customer to replace the parts.

Manufacturer narrative:
The customer is flushing the fluid to resolve the issue.